Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date, the patient had two bare metal stents implanted bilaterally in the iliac arteries due to the iliac arteries being highly calcified. On (B)(6), 2011, the patient was being treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. The bare metal stents were ballooned to help open the iliac arteries and a trunk-ipsilateral leg component was aggressively inserted barebacked into the patient. The physician was unable to insert the device past the bare metal stents to the desired location. The physician began to remove the device and the device deployed inside the patient's iliac artery stent. The patient was converted to an open procedure to remove the device and an aortobifemoral graft was used to treat the abdominal aortic aneurysm. The patient tolerated the procedure.